Event description:
Us customer contacted cepheid to discuss results. On (B)(6) 2022, a patient sample was collected. On (B)(6) 2022, the original sample was not processed per the pi, as the customer filled the pipette provided twice which amounted to 600ul and inserted into the sample chamber. Sample was tested with xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 1 test 2- on (B)(6) 2022, the patient was admitted into the ICU where an unknown specimen type was collected, and tested sars-cov-2 positve on an unknown platform. Customer is unaware of any further details and was unable to secure documentation from the patient or provider. There is no information on the outcome or treatment of the patients available outside of the patient currently being in the ICU. Patient was symptomatic. The sample was discarded after instrument resulted.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. On (B)(6) 2022, a patient sample was collected. On (B)(6) 2022, the original sample was not processed per the pi, as the customer filled the pipette provided twice which amounted to 600ul and inserted into the sample chamber. Sample was tested with xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative, flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 1 test 2- on (B)(6) 2022, the patient was admitted into the ICU where an unknown specimen type was collected, and tested sars-cov-2 positve on an unknown platform. Customer is unaware of any further details and was unable to secure documentation from the patient or provider. There is no information on the outcome or treatment of the patients available outside of the patient currently being in the ICU. Patient was symptomatic. The sample was discarded after instrument resulted. This case involves a symptomatic patient who tested negative by xpert xpress cov-2/flu/rsv plus test/ twice the normal volume of a nasal swab specimen was added to a cartridge (double pipetted). The results showed a normal appearing spc pcr curve. The deviation from package insert instruction could result in unknown test performance characteristics. Because of respiratory symptoms the patient was transferred from this clinic to a local hospital and admitted to ICU where a second covid-19 test was performed on the same day. This unknown test method was reportedly positive. Because the other method is known, it cannot be concluded that this is a false negative result. The likely root cause is off-label use, unknown performance. Patient has since been discharged home and is doing well. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.